Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery device was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient. A repeat procedure was performed.